Event description:
It was reported that the end user was going down a ramp and the power wheelchair unintentionally took off. The end user jammed his foot between the platform and the front wheel. X-ray confirmed that the end user did not sustain a fracture.